Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an alarm saying proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed troubleshooting per the service guide. Customer had just replaced the air/o2 flow sensor assembly. The rse provided steps to take for resolution 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba).; 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4); 3. Replace the da pcba. Provided parts ID: solenoid valve (purge, autozero, crossover) (gds) provided reference to replacement procedures per the service guide. The investigation is ongoing.

Manufacturer narrative:
Per gfe response, it has been confirmed that the device has not been repaired. The customer reported that the unit has other issues but has been put on ¿not repairable¿ due to high cost. No additional details are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00030. All information from the original report(s) has been transferred to this report.